Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05072. It was reported that system was explanted due to bacteremia/ lead endocarditis. Patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.